Event description:
On 11 jun 09, baxter global pharmacovigilance was informed that a pt was diagnosed with peritonitis the previous month. Symptoms were cramping and abdominal pain. A culture was performed the same day, and staphylococcus lugdunensis was identified. The pt was treated with cipro for eleven days in 2009. According to the nurse, there was a break in aseptic technique when the pt forced the twist clamp on the transfer set and it came apart. The pt was not retrained because he was transferred to hemodialysis. On the last day, the pt was admitted to the hospital for catheter dysfunction described as the catheter was not working. The pt's catheter was removed, and the pt was placed on hemodialysis. The following info was obtained by two peritoneal dialysis nurses two weeks later: the nurses stated they had not been informed by the pt of this incident and that it is possible that the pt reconnected himself. The pt had a catheter blockage and leak and a new adapter was applied and the catheter was later removed. The nurses state they did not know of any problem with the transfer set. Baxter has been unsuccessful with attempts to reach the pt again for clarification

Manufacturer narrative:
The device is not available for eval, and the lot number is unknown.